Event description:
It was reported that the non-device dependent patient experienced muscle twitching which caused their arm to spasm. Once examined, pocket stimulation and muscle spasms were confirmed. Upon interrogation of the device, high impedance, loss of sensing and loss of capture were noted on the right ventricular lead. The device was reprogrammed. The patient would be followed up with.